Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.